Event description:
On (B)(6) 2010, pt reported the release button on his infusion set insertion device was broken. Pt verifies the insertion device is in the unlocked position, but the infusion headset will not release. Pt will then lock the insertion device and press down on the device to "prime it". Pt reports when the insertion device is pressed down, the infusion headset will "shoot back out". Insertion device has been in use since (B)(6) 2010 and started to malfunction a few weeks ago. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested for eval.